Manufacturer narrative:
The customer reported complaint of the autopulse platform (sn (B)(4)) displayed ua41 (patient temperature sensor failure) was confirmed during the review of the archive data. The temperature sensor cabling & power distribution board were replaced as a precautionary measure to prevent the reoccurrence. Functional test failed due to a ua11 (max patient temperature exceeded) failure which is related to the reported ua41 (patient temperature sensor failure) error. The data archive showed intermittent ua41 (patient temperature sensor failure) & ua11 (max patient temperature exceeded) failures on the reported event date. During visual inspection the damaged front enclosure and the battery lock was observed. The observed physical damage was determined to be user handling and is unrelated to the reported complaint. In addition, the clutch was noticed to be sticky, unrelated to the reported complaint. After front enclosure and battery lock replacement and the clutch plate was deburred, the autopulse was tested using large resuscitation testing fixture, (lrtf) equivalent to 250 pound patient for 30 minutes. The autopulse passed final testing with no further issue or faults observed. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
During shift check the autopulse platform (sn (B)(4)) displayed ua41 ( patient temperature sensor failure) error message. Per the customer, error message was occurring intermittently. There was no patient involvement reported.